Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the (2) pmw35 staplers were not releasing staples. It was unknown how the case was completed. There was no consequence to the pt.